Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. During the unpacking of the 2.5 x 16mm express2 monorail stent delivery system upon removing the device from the coil the shaft broke at the midshaft. There was no patient involvement. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express2 monorail stent delivery system (sds) with product mandrel and stent protector. The midshaft was broken at 117cm from the strain relief. The midshaft appears to be elongated and stretched at the breakpoint and exposed to strain prior to breaking. Magnified inspection presented no evidence of any product quality deficiencies contributing to the midshaft broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. During the unpacking of the 2.5 x 16mm express2 monorail stent delivery system upon removing the device from the coil the shaft broke at the midshaft. There was no patient involvement. The procedure was completed with another of the same device. No patient complications were reported.